Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a surgical procedure the descemet was not cut in the principal incision by the laser. The surgeon reported that "as a consequence an expansion and a vacuole were generated". The surgeon did not use the principal incision due to "tremor" of descemet detached. The patient's current condition is unknown.

Manufacturer narrative:
A review of the provided optical coherence tomography (oct) images of the patient¿s eye taken after the treatment showed the incomplete primary incision and the vacuole described by the customer. No additional information, such as patient history or treatment settings, was provided for review. Thus, although the reported event was confirmed, there is insufficient information to determine if the system contributed or caused the issue. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).